Event description:
It was reported that a pen needle 31x5 was unable to deliver insulin.

Manufacturer narrative:
Investigation summary: DHR of lot 8030495 was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Suzhou plant has 100% visual inspection system to detect bent and missing np cannulas, and reject defect part automatically. Returned sample was tested on np end visual inspection system and the sample was rejected by vision inspection system. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification; base on investigation above, the complaint is not manufacture issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen needle 31x5 was unable to deliver insulin.